Manufacturer narrative:
This report is being supplemented to provide additional information as reflected on b5. Although the customer reported an unknown model number for the laser system, there is only one model number for the soltive premium superpulsed laser system; hence, tfl-pls was used in the initial medwatch.

Event description:
Olympus received further information from the olympus representative on behalf of the customer indicating that the procedure was prolonged by approximately 30 minutes with the patient under general anesthesia to try other fibers and set up a new laser. The patient also required additional anesthesia. The model and serial number of the laser system used with the olympus fibers were unknown. The facility name was also provided.

Manufacturer narrative:
Initial investigation noted that the error codes 46, 310, and 401 were considered system errors, not fiber errors and are likely just one-off errors and the fibers were probably fine. The 441 error is a fiber absent error and, if it only happened on one fiber, then that fiber is likely bad. However, if all three fibers got 441 errors, then it is likely there is an issue with the laser console, not the fibers, and thus, the console will need to be returned for evaluation. The suspect device has not been returned to olympus. Additional information is being requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
An olympus representative reported to olympus on behalf of the customer that the soltive premium superpulsed laser system produced error codes 46, 310, 441, and 401 during a therapeutic bladder stone lithalopaxy procedure with three different 550 micron tfl single use fibers and as such, the surgeon could not perform the case using the olympus devices. The laser console was restarted, and errors were still produced. The console was also restarted using the same fibers. The procedure was completed using a third-party back up laser. There was no patient injury or condition that needed medical intervention. There was no further patient impact reported. The console has been used successfully since the failures and will not be returned. This event is reported under the following related patient identifiers: (B)(6) - laser fiber 1. (B)(6) - laser fiber 2. (B)(6) - laser fiber 3. (B)(6) - laser system. This medwatch report is for patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally to provide correction to the initial with information inadvertently left out (e4) and to provide an update with information received (updated fields b5, d4, and h4). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned and the error codes could not be confirmed. Based on the results of the investigation, it is likely the suggested event occurred due to an issue with the device setup or environmental factors. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received conforms the laser is running well and no further issues have occurred. The user believes the device malfunction is related to being up against a very hard stone and the user was firing to close to the stone.